Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0133283, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-12. Medical device lot #: 0203702, medical device expiration date: 2025-07-31, device manufacture date: 2020-07-21. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32ga 4mm 14bag 700case jp were difficult to operate during use. The following was reported by the initial reporter: "the customer reported as follows: the hcp becomes unable to press the button. There is no problem upon priming. No bent needle is observed."

Event description:
It was reported that an unspecified number of pen ndl 32ga 4mm 14bag 700case jp were difficult to operate during use. The following was reported by the initial reporter: "the customer reported as follows: the hcp becomes unable to press the button. There is no problem upon priming. No bent needle is observed."

Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.